Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. Upon admit, the patient's blood glucose was >800 mg/dl, the patient was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.